Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a fluid coming out of the nose tube which was indicative of emersion / sterilization procedures not being followed properly. This observation prevented the completion of the pre-testing, which could have resulted in damaging the device. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device was not working. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.